Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio issue. Customer's blood glucose level was 156 mg/dl at the time of incident. Customer stated that they did not hear the insulin pump alarming when the battery was about to die. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test and self test. No audio anomalies or hardware low-level failures noted during testing. Audio levels changed when adjusted. No hardware low-level failures found in pump history file. Audio/vibrate anomaly/absence of alarm not confirmed. (B)(4).